Event description:
The patient contacted animas on (B)(6) 2012 reporting experiencing a blood glucose of 20-30 mmol/l since (B)(6) 2012 with nausea and weight loss. The patient reported that even with correction injections, her blood glucose did not go below 18 mmol/l. The patient reported noticing air in the cartridge on (B)(6) 2012 and removed the air. The reporter confirmed that there were no more air bubbles after that time. The patient reported using cold insulin to fill the cartridges; the reporter was instructed on using room temperature insulin to prevent bubbles. The reporter also reported that a friend said she smelled of insulin, but the reporter confirmed that there was no evidence of leaking insulin. This report is made based on the allegation that the patient experienced hyperglycemia associated with air in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Troubleshooting indicated that the patient was using cold insulin in the pump which the patient was advised against. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)